Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: alcl and spontaneous seroma.

Event description:
Healthcare professional reported right side "removal of allergan breast implants because she had been diagnosed with alcl." Pathological markers have not been provided. Healthcare professional later reported spontaneous seroma 4 years post implant. Device has been explanted.

Manufacturer narrative:
Healthcare providers who potentially have more information: (B)(6). Additional, changed, and/or corrected data: a2, b5, b6, b7, d6a, g1, h6, h7, h9 the event of lymphoma - alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: cd30 positive, alk negative anaplastic large cell lymphoma.

Event description:
Pathology has been received and the markers of cd30 positive and alk negative have been confirmed.